Event description:
Event description cpi received information that one day after the implant of a ventak mini implantable cardioverter defibrillator (ICD), the impedance measurements, thresholds, and r-wave measurements had increased dramatically.